Manufacturer narrative:
Patient information was unavailable from the site. UDI not available for this instrument at time of filing. Device manufacturing date is unavailable. No parts have been received by the manifacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that sometimes the em straight suction had recognition failure. There was no impact to patient. There was no reported delay to the procedure due to this issue.